Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting loss of capture, loss of sensing and increasing thresholds. It was further reported that the right ventricular (rv) lead thresholds had also increased. The ra and rv outputs were reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.